Event description:
Report received of an underdelivery during routine preventative maintenance testing. The pump was tested by the user facility's biomedical dept. The pump passed the high flow test. The volume accuracy test was then performed. The pump displayed in the IV flowsheet that either 19.9ml or 20ml had infused, but the pump actually delivered 18.5ml. Delivery accuracy specifications is +/- 1.2ml from the flowsheet value for this procedure. The cassette was changed to a new cassette and the test was repeated. The test was performed a total of three times and the pump failed each time. There was no adverse events reported on this pump while it was in clinical use. Though requested, no add'l info was available.